Event description:
It was reported that this electrode exhibited low signal amplitude measurements resulting in the smartpass feature becoming disabled in the device. Additionally, an untreated episode was stored due to oversensing of noise. Review of the most recent presenting s-ECG also showed noise. The noise was able to be reproduced in alternate and secondary sensing vectors. An electrode issue was suspected and an x-ray was performed, however, had not yet been read. Additional information was received two weeks later, that the patient had been scheduled for an explant procedure, however, the patient was undergoing treatment for an unrelated health issue, so the physician delayed the procedure. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited low signal amplitude measurements resulting in the smartpass feature becoming disabled in the device. Additionally, an untreated episode was stored due to oversensing of noise. Review of the most recent presenting s-ECG also showed noise. The noise was able to be reproduced in alternate and secondary sensing vectors. An electrode issue was suspected and an x-ray was performed, however, had not yet been read. Additional information was received two weeks later, that the patient had been scheduled for an explant procedure, however, the patient was undergoing treatment for an unrelated health issue, so the physician delayed the procedure. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode exhibited low signal amplitude measurements resulting in the smartpass feature becoming disabled in the device. Additionally, an untreated episode was stored due to oversensing of noise. Review of the most recent presenting s-ECG also showed noise. The noise was able to be reproduced in alternate and secondary sensing vectors. An electrode issue was suspected and an x-ray was performed, however, had not yet been read. Additional information was received two weeks later, that the patient had been scheduled for an explant procedure, however, the patient was undergoing treatment for an unrelated health issue, so the physician delayed the procedure. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection revealed a twist in the electrode body and resistance measurements measured as intermittent. An x-ray of the electrode showed a fractured conductor in the twisted area (distal to the terminal boot). Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the oversensing of noise. Past experience suggests patient manipulation of the electrode (i.e., twiddler's syndrome) is a contributing factor to damage of this type.